Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. The best estimation date is between (B)(6) 2020 and (B)(6) 2023 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zxr00 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to blurry vision; patient was not neuro-adapting. The explanted iol was replaced with a a non-johnson & johnson surgical vision lens. Patient outcome post-lens exchange is unknown. No further information is available.

Manufacturer narrative:
Corrected data: in further review of the file, it was noted that the date received by manufacturer: 07-feb-2024 that was reported in the initial report was incorrect. Duplicate complaint that was received was reported 05-feb-2024. Therefore, this supplemental filing is to correct the date received by manufacturer information that was incorrectly reported. Section g-3 date received by manufacturer: 05-feb-2024. Previously reported date of 07-feb-2024 is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 12-mar-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck to a plastic tray inside a piece of folded cardboard. The lens was visually inspected under magnification revealing that the lens was cut in half with a detached haptic and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could cause or contribute to the compliant issue was observed. Complaint issues "explant" and "blurry vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.